Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same model due to user error. The physician reported there was no issue with the valve. No additional adverse patient effects were reported.